Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen was cracked of unknown cause, rendering the screen nonfunctional and preventing unlocking, while the pump otherwise appeared to continue running; the device was no longer watertight, the user switched to backup therapy, and a replacement was arranged. Symptoms included hyperglycemia with a reported maximum of 318 mg/dl and no acute clinical sequelae. Outcomes included temporary interruption of ilet use and reliance on backup therapy, with no medical intervention or hospitalization. Investigation included device return logistics, verification of shipping details, guidance to shut down the device to avoid alerts, and instructions to sync data and start up the replacement device anew. Investigation of this device revealed physical damage to the display component consistent with a cracked screen and loss of watertight integrity, which impaired user interface functionality but did not produce device alarms. It was concluded, based on previously established findings for similar reports, that the cause was user interface damage due to external physical stress of undetermined origin.